Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead became extrinsically distorted due to pulling/ stretching/ overstress. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the helix could not be completely retracted.

Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure, extension/retraction of ipl tip was checked. The ipl was advanced into patient's anatomy however, resistance was felt near the superior vena cava (svc) and delivery difficulty was encountered. Several attempts to advance the ipl were made however, were unsuccessful. An attempt to remove the ipl was unsuccessful, and fluoroscopy showed that the distal tip was extended and screwed into the vessel wall. The tip was retracted, and the ipl was removed. Upon withdrawal the ipl tip extraction and retraction was tested and noted that the tip could extend but not could not retract completely. A different was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.